Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak and thrombosis in this incident could not be determined. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the loss of fluid column and thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was prepared accordngly to the instruction for use (IFU) without issue. The sgc was advanced to the left atrium, and thrombus was noted on the sgc tip. The thrombus was aspirated with the sgc and the sgc was removed. Outside the patient anatomy, the sgc had loss of fluid column. The sgc was flushed and the stopcock removed but the sgc kept losing column. Therefore, the sgc was not used. A new sgc was used to complete the procedure successfully. One clip was implanted reducing mr to 3. No additional information was provided.